Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The customer evaluated the device and received remote support from the customer care solution center, during which a replacement device was offered to the customer. The rse determined that the device needed replacement and provided the customer with a part number and pricing for the replacement device. However, the customer did not accept the quote. Based on the information available and the testing conducted, the cause of the reported problem was an apparent component failure. The root cause of the reported problem could not be confirmed because the device was not returned for additional investigation. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse provided a quote for the replacement device; however, the customer did not accept the quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The serial number has been updated to (B)(6). H3 other text : the customer received remote support from the customer care solution center.

Event description:
It was reported there was an ECG malfunction. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone and reporting institution phone: (B)(6).